Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, it was noticed that there was a crack in the insulation at the distal end of shaft. Also noticed, were dings and scratches throughout the shaft of the device. The 5mm peek multifunction handle failed the insulscan test. The probable root cause/s could be user mishandling or user excessive force, due to dings, scratches and a crack being noticed throughout the shaft of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, it was noticed that there was a crack in the insulation at the distal end of shaft. Also noticed, were dings and scratches throughout the shaft of the device. The 5mm peek multifunction handle failed the insulation integrity test. The probable root cause/s could be user mishandling or user excessive force, due to dings, scratches and a crack being noticed throughout the shaft of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.